Manufacturer narrative:
Occupation: nurse manager/ bsn, rn. Additional reporter name: (B)(6), ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer verified all cables and connections were secure. They were then assisted through substituting the transduced fluid lumen as the arterial waveform successfully. The console then generated a leak in iab circuit alarm. The customer performed a fill which resolved this alarm. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A portion of the extracorporeal tubing was cut from the iab and not returned. A kink was found on the inner lumen and catheter tubing near the y-fitting approximately 76.2cm from iab tip. The optical fiber was found to be broken at the kinked location. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal tubing was performed and a leak was observed at the kinked location on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing and breaking the optical fiber. The evaluation confirmed the reported problems. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).